Manufacturer narrative:
The return device analysis confirms the reported gripper line break. However; the reported mechanical jam (gripper line inability), incomplete coaptation, expulsion, difficult or delayed positioning, retraction problem could not be tested in the testing environment as due to return condition of the device and/or operation context. Additionally, return device analysis observed bent gripper, material deformation(knots)on gripper line and gripper line kink. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified product quality issue from this lot. Based on available information, a definitive cause for the reported mechanical jam (inability to remove the gripper line) and retraction problem could not be determined. The observed gripper bent, material deformation, gripper line kink and gripper line break likely a result of procedural circumstances/troubleshooting process of the reported gripper line inability to remove and retraction problem. The broken pieces of the gripper line were submitted for scanning electron microscope (sem) analysis to investigate the failure mode of the broken part of the gripper line. From this analysis, it appeared that the gripper line fracture occurred from tensile stress, with related mechanical damage. The reported single leaflet device attachment (slda) appears to be due to procedural circumstances. The reported difficult or delayed positioning appear to be due to challenging patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report gripper line break, single leaflet device attachment (slda) and complete clip detachment (ccd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtr clip delivery system (cds) was inserted, but due to a small atrium, navigation was difficult. The clip was deployed on both leaflet; however, the gripper line became stuck during removal, causing it to break. In an attempt to remove the gripper line, the physician decided to retract both the cds and steerable guide catheter (sgc) from the valve and insert a multipurpose catheter; however, the catheter became stuck on the clip. While attempting to detach the catheter from the clip, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Shortly thereafter, the clip detached from the catheter and the anterior leaflet. Since part of the gripper line was still outside the anatomy, the clip was able to be controlled. Another catheter was inserted, and the clip was successfully snared. The clip and the gripper line were successfully removed. No tissue damage was noted, and no parts of the gripper line remained in the anatomy. An additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure. No additional information was provided.